Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support following an acute myocardial infarction/cardiogenic shock. During impella support, the patient experienced compartment syndrome on the side of the impella leg. The impella was not removed due to this issue. However, the patient died two days later during support. Upon abiomed's medical safety review, there is not enough information to associate use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.